Manufacturer narrative:
No report of patient involvement. Mfg date: year of manufacture is 1995. Exact date is unknown. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The drive gas hose was replaced, resolving the reported complaint.

Event description:
The hospital reported that the unit failed the preoperative leak test. There was no report of patient involvement.